Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). This report is being filed on an international product, list number 8p13 (alinity I stat high sensitive troponin-I) that has a similar product distributed in the us, list number 4z21 (alinity I stat high sensitivity troponin-I) with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results for a 78-year-old male patient. (Customer provided reference range = <34.2 ng/l). Sid (B)(6) initial result = 409.2 ng/l, repeat result on another alinity (ai03167) = 545 ng/l, result at the hospital on unknown method = negative (no specific data result provided). The sample was tested with vidas = positive (no specific result was provided). Additional lab result provided: creatinine phosphokinase = 76 (normal range: 30-200) no impact to patient management was reported.